Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation was performed for the finished device 177061 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 425cc and suffered from a bilateral capsular contracture baker grade IV and deflation on the right breast implant. The right side was calcified. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 450cc on (B)(6) 2020. This medwatch is for the left breast implant.